Event description:
It was reported that the user experienced a low blood glucose of 41 mg/dl while using the ilet in bg run mode without a continuous glucose monitor (cgm) and therefore did not receive alerts; the user treated with a handful of candy and later reported a blood glucose of 154 mg/dl. Investigation of this case revealed an unclear cause, with contributing factors including operation without cgm alerts. Symptoms included shaking/tremors associated with hypoglycemia reported. Outcomes included self-treatment with oral carbohydrates and recovery without medical intervention. It was concluded that the device was likely functioning as designed and that user operation without cgm alerting contributed to the event. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.